Event description:
It was reported that multiple malfunction alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. No additional information was provided.